Manufacturer narrative:
A complete lead was returned in one piece. The helix was found partially extended and clogged with dried blood/ body fluid as received. After cleaning, the helix was able to fully extend and retract by applying torque at the connector pin. The full helix extension was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
(B)(4).

Event description:
During a pacemaker implant procedure, the right atrial lead was displaced in the ventricle. The lead was repositioned but the screw would not hold. The lead was explanted and replaced with good electrical measurements. The patient is in stable condition.